Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported event is not reproducible as patient gastric perforation was alleged and the device was not sent to olympus. Device inspection result was unavailable as the device was not sent to olympus. The device was not repaired in the past. It was unknown whether the device was nonconforming as it was not sent to olympus. The user reported the stiffness of the device, however we cannot determine that it was nonconformity. A CAPA has been implemented for mucosa injury due to distal cover. The patient experienced gastric perforation during ercp using the device. The user thought that there was a difficulty in advancing the device into the duodenum in patients, which relates to the stiffness of the device. However, it is unknown that the device was nonconforming as the user did not report device defect other than the stiffness which was user¿s feeling. The device may have reasonably been related to the event, however it cannot be determined. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user's manipulation of the device may have become irregular due to the difficulty in advancing the device in the patient and caused the perforation. In addition, the reported event is may also likely be due to: the user performed suction while the distal end opening space was near the surface of mucosa, which caused mucosa to suck into the cover. When the user tried to remove the device in this situation, the mucosa got damaged by the edge of the cover. And/or, the cover got cracked at tear-off line by inappropriate attachment of the cover to the device. When the distal end was pressed to surface of mucosa in this situation, the mucosa got caught in the cracked cover and damaged even though suction was not performed. This caused mucosa injury. There was no obvious information of mishandling. However, the user may have prevented the event as instructions for use states as follows: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 - 2021 - 00316.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) and stent exchange using an evis exera iii duodenovideoscope in a patient with altered gastric anatomy due to cholangiocarcinoma, a gastric perforation occurred. The physician feels this occurred due to the stiffness of the scope. The planned procedure was completed. The gastric perforation was closed with over the scope clips and hemostatic clips successfully without the need to additional surgery. No additional consequences to the patient have been reported.